Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.25 x 24 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The distal end of the stent was damaged with stent struts lifted and pulled distally. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon was not subjected to positive pressure, however the proximal balloon cone was bunched. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found multiple kinks. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-may-2019. It was reported that tip damage occurred. A 2.25 x 24 synergy drug-eluting stent was selected for use. However, during unpacking, it was noted that the tip came out completely folded from the original packaging of the product. The device was never used inside the patient and the procedure was completed with another of the same device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damaged.